Event description:
Following a diagnostic coronary angiography procedure and stabilization of the pt, the left ventricle was evaluated by the biosense noga technique. Within 30 minutes of completing the noga diagnostic procedure, the pt complained of chest burning, shortness of breath, and light headedness with severe hypotension. An echocardiogram confirmed pericardial effusion and cardiac tamponade. A transthoracic pericardiocentesis was performed followed by signs of severe congestive heart failure/pulmonary edema. An intraaortic balloon pump was inserted and intubation was required. Over the next 24 hrs the pt continued to improve with aggressive medical therapy and the balloon pump was removed. The pt was extubated; however, the pt then developed arterial thrombosis at the site of the balloon pump catheter placement requiring thrombectomy. Several hrs later, the pt sustained a massive anterior myocardial infarction and immediately lapsed into profound cardiogenic shock followed by death.